Manufacturer narrative:
Analysis of the catheter found damage to the guide wire that occurred during an implant procedure. It was identified that as revived, the distal end of the guide wire was significantly bent. Results code (B)(4) and conclusion code (B)(4) no longer apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient. The date of the event was (B)(6) 2016. It was reported that during a procedure the physician had difficulty passing the catheter to the upper spine as the catheter kept looping in the canal. The physician removed the guide wire, pulled the loop out and tried, unsuccessfully, to advance without the guide wire. The loop continued to re-occur so she pulled it back out of the spinal canal. The catheter and guide wire retained the distorted bends of the loop and were unable to be re-used and passed into the canal. A new spinal segment was used for implant. The pump was not yet implanted at this stage of the implant. No diagnostics or troubleshooting was performed. No environmental/external/patient factors led or contributed to the issue. Patient status was alive - no injury and the issue was resolved. Medications the patient was taking at the time of the event include propanolol, gabapentin, keppra, simethicone, tylenol, ibuprofen, and amantadine. Medical history was traumatic brain injury, spasticity, and seizure disorder.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.